Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks for rapid ventricular response, which the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.